Manufacturer narrative:
Review of applicable device history records found no evidence of any process or product deviations or nonconformances. There are no known lab cultures to confirm presence or type of infection. Infection is a known inherent risk of invasive procedures and there is no evidence that the nalu device is the source of the infection.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to treat head and neck pain. The implantable pulse generator (ipg) was placed in the posterior shoulder area with the implanted leads targeting the cervical and occipital nerves. On (B)(6) 2025 the patient is reported to have started showing signs of infection at the location of the ipg. On (B)(6) 2025 a full system explant was performed due to suspected infection.